Event description:
Additional information provided from the distributor now states that the patient was under anesthesia but it did not take more than 60 minutes to resolve the issue because they had a second back up vaser to switch over to. As such, this case no longer meets reportability requirements and is no longer deemed serious.

Manufacturer narrative:
This case is no longer subject to reportability as it no longer deemed a serious injury.

Manufacturer narrative:
The investigation is underway.

Event description:
A distributor contacted solta to inform that a user facility reported that the vaser console suddenly stopped working (no power). They replaced the board using a well-functioning board taken from another system. This resulted in a delay in the procedure that was greater than 1 hour while the patient was under general anesthesia.